Event description:
It was reported that the ilet touchscreen was dropped while the user was changing supplies, resulting in a cracked, unusable display on the touchscreen component and subsequent trouble using the device; the event aligns with a device fracture of the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem consistent with physical damage to the touchscreen, corresponding to a fracture of the device¿s touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.